Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the jagwire guidewire was placed with a 5.5fr tapered tip rx ercp cannula. The 5.5fr tapered tip rx ercp cannula was exchanged with an extractor pro retrieval balloon for balloon trawl. The extractor pro retrieval balloon was removed. A biliary metal stent was requested and while placing the stent, the physician encountered difficulty. The physician noticed that the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The physician cut the guidewire using a wire cutter to remove it from the scope. The same cut guidewire was reinserted to place the stent back into the patient. It was unsuccessful and the procedure was discontinued. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the guidewire was cut at approximately 309.1cm from the proximal end. The jacket (ptfe) was peeled exposing the corewire. The distal end of the wire, approximately 149.9cm, was not returned. The damage reported on the distal tip of the guidewire could not be confirmed due to the distal section of the wire was not returned. It is most probable that the device meet the manufacturing specifications but during use a physical damage on the wire could be generated, however, the customer decided to complete the procedure with this altered device. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the jagwire guidewire was placed with a 5.5fr tapered tip rx ercp cannula. The 5.5fr tapered tip rx ercp cannula was exchanged with an extractor pro retrieval balloon for balloon trawl. The extractor pro retrieval balloon was removed. A biliary metal stent was requested and while placing the stent, the physician encountered difficulty. The physician noticed that the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The physician cut the guidewire using a wire cutter to remove it from the scope. The same cut guidewire was reinserted to place the stent back into the patient. It was unsuccessful and the procedure was discontinued. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.